Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 225 mg/dl at the time of incident. The customer indicated that they are unable to troubleshoot and that they threw away the reservoir that may have caused the no delivery alarm. The product will not be returned.